Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were treated by emergency medical services due to low blood glucose while driving on (B)(6) 2021 with blood glucose of 29 mg/dl. The customer was treated with glucagon shot. Customer stated that they had declined to troubleshoot. The insulin pump will not be returned for analysis.